Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) system implant procedure, the physician reported experiencing issues while implanting this right ventricular (rv) lead. The physician noted that during the implant, this rv lead was observed to exhibit noise and loss of capture (loc) on the pacing system analyzer (psa). The physician plugged the rv lead into the device can and observed high out of range pacing impedances that measured over 2000 ohms on the rv lead. The physician repositioned the rv lead and observed that the impedance measurements decreased to nominal ranges and capture was confirmed. The rv lead remains in service. No additional adverse patient effects were reported.